Event description:
It was reported the patient still felt tingling when the stimulation was turned off. Since her last programming, the patient stated she broke out with a rash over the stimulator sight. Additional information received reported the stimulator was removed on (B)(6) 2015. The healthcare provider saw no problems with the stimulator or the area that the patient said there was rash and said that the device did not cause the rash. The device was removed because the patient was insisting and had mental problems. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Additional information received confirmed that the patient developed a rash over the area of the stimulator that she attributed to the stimulator and therefore requested removal. No troubleshooting had occurred. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the FDA reported after removal of the implant, the patient was still having a lot of problems. The patient was having electrical currents that travel all over her body, her feet were stinging, and she had bumps that were hot and hard. She noted it felt like her finger was stuck in an electrical socket. It was noted that the manufacturer representative indicated it was impossible because the device was not there any longer. The patient stated that before it was put in, she was supposed to have a trial phase outside her body, but it never occurred. The patient indicates she was not told about the side effects only that there could be a problem with the lead. There were 3 or 4 occasions when it had to be reset. Follow-up is being conducted to determine after explant cause, troubleshooting/diagnostics, actions taken, and resolution. If received, a supplemental report will be submitted.